Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing due to post paced t-wave oversensing was noted on ventricular lead. Oversensing episodes were received through remote transmission of stored electrocardiogram. Patient did not receive any therapy due to oversensing. Programing changes and performing inductive test were suggested. No further information is available.